Event description:
It was reported that after priming the biopsy instrument, the device fired spontaneously without the trigger being depressed. The issue occurred twice during the biopsy procedure while the needle was inside the pt and one time outside the pt, post-procedure. There was no reported pt or user injury.

Manufacturer narrative:
The serial number has been provided and the investigation is currently underway.